Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as high with moderate ketone levels resulting in diabetic ketoacidosis; cause was due to a malfunction alarm. Healthcare provider identified the ketone level as dangerous. Reportedly, customer experienced reflux pain, sore throat, and chest tightness. Customer administered manual injections to address bg level. The customer was admitted into the emergency room, subsequently hospitalized, and treated with intravenous saline and insulin fluids. Customer was released from the hospital on (B)(6) 2024 with the issue resolved. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event. The customer reverted to manual injections for insulin therapy.